Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The system logs were reviewed by isi advanced failure analysis engineer and there were no related errors seen. Based on the information provided at this time, this complaint is being classified as a reportable adverse event due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced chest pain the following day. A chest x-ray showed a pneumothorax and the patient was readmitted to the hospital. It was alleged that the patient did not receive any unplanned surgical/medical intervention. At this time, the cause of the post -procedure complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was alleged that a patient underwent an endobronchial lung biopsy and returned the following day after experiencing chest pain. A chest x-ray was completed upon the patient's return and it showed a pneumothorax. The surgeon believes that the pneumothorax was most likely due to the biopsy procedure. The patient did not require any unplanned medical/surgical intervention. The patient was reported to be in a stable condition and has since returned home. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Corrected information can be found in field b3. Additional information can be found in fields a2, a4, a5, a6, b7, g3, g6, h2 and h10/11. Intuitive surgical, inc. (Isi) received additional information about the procedure which was performed on (B)(6) 2021: there was no malfunction of an ion product occurring. The physician believes the ion 21g and 23g flexision needle, third party brush and forceps used contributed to the pneumothorax. The clinician also believes that the pneumothorax would have likely occurred via another modality. The patient's lesion was near a fissure and given the need for diagnosis for surgical intervention, more aggressive biopsies were obtained. The post procedure cxr did not show a pneumothorax and the patient was discharged. On (B)(6) 2021, the patient presented to the emergency department with shortness of breath. The patient was found to have a large pneumothorax located at the same side where the procedure was. A chest tube was placed, and the pneumothorax quickly resolved. The patient was not medically unstable. The patient was discharged on (B)(6) 2021. The physician believes that there was a very small pneumothorax caused during the procedure which slowly expanded. A diagnosis of lung carcinoma was obtained from the biopsy and the patient was treated with radiation therapy. Based on additional information received, this complaint remains a reportable adverse event due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a chest pain the following day. A chest x-ray showed a pneumothorax and the patient was readmitted to the hospital. It was alleged that the patient did not receive any unplanned surgical/medical intervention. At this time, the cause of the post -procedure complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
Refer to h10/h11 for follow-up information.